Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 1/8/2019, returned test strips produce low readings. Most likely underlying root cause of low readings are due to improper storage: vial left open for an extended period of time test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer.

Event description:
Consumer reported complaint for lo display. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/19/2020, and open vial date is six weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading lo display. Daughter called in on customer's behalf and concerned with lo display in meter. Daughter states customer's a1c is between 10-11 performed 4 months ago. Daughter states doctor put customer on medication and on a low carb diet. Customer was taken off one pill a month ago. Daughter states customer went to doctor's office due to lo display. Daughter states father is not present for back-to-back test and has not tested in 2 weeks. Advised to open a new vial of strips.